Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis is still pending. The device remains in service. No adverse patient effects were reported. Additional information indicates the device has been explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis is still pending. The device remains in service. No adverse patient effects were reported.